Event description:
On (B)(6) 2023 my dexcom transmitter failed after 53 days in service to the 90-94 days. I requested a replacement per the company guarantee. However they advise they ship ground service and should expect delivery up to 5 business days after the decide to ship it. This should be replaced a quickly a possible as type 1 is life threatening. I experienced an extreme hypoglycemia event on (B)(6) at approximately 2350 lt.